Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-nov-25: (B)(4) (con): information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that something wasn't working quite right on one side of the patient's device. It was clarified that within the last within the last 30 days" the patient programmer (pp) was giving poor communication. The caller thinks that programmer just gave poor communication on one implant but wasn't sure and wasn't able to try troubleshooting because patient was not feeling well. It was reported that about 5 weeks ago, patient had fallen and hit their head where the leads are and had a subsequent stroke of possible brain bleed. It is unknown at the time what exactly is happening. Pent had a CT scan but needs an MRI. It was mentioned that post fall the programmer was showing poor communication when patient tried to adjust therapy on one side. Patient was redirected to follow up with the health care provider (hcp) to address medical symptoms and MRI. Patient's spouse called back with patient to troubleshoot the poor communication message on the pp. It was stated that caller was able to connect with one of the ins but when they try to connect to the other, they were seeing poor communication. It was reviewed with the caller that the patient needs to power the pp off before they try to connect to the second ins. Caller did attempt this on the call and stated that they were able to connect and that this troubleshooting did resolve the issue. 2020-jan-21: (B)(4) (con): additional information was received from the patient stating that they are unable to do an MRI to determine whether the stroke and brain bleed have been resolved. Patient indicated that they just had a 5ft fall on the head. Patient also mentioned gait and walking effects.

Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that something wasn't working quite right on one side of the patient's device. It was clarified that within the last within the last 30 days" the patient programmer (pp) was giving poor communication. The caller thinks that programmer just gave poor communication on one implant but wasn't sure and wasn't able to try troubleshooting because patient was not feeling well. It was reported that about 5 weeks ago, patient had fallen and hit their head where the leads are and had a subsequent stroke of possible brain bleed. It is unknown at the time what exactly is happening. Pent had a CT scan but needs an MRI. It was mentioned that post fall the programmer was showing poor communication when patient tried to adjust therapy on one side. Patient was redirected to follow up with the health care provider (hcp) to address medical symptoms and MRI. Patient's spouse called back with patient to troubleshoot the poor communication message on the pp. It was stated that caller was able to connect with one of the ins but when they try to connect to the other, they were seeing poor communication. It was reviewed with the caller that the patient needs to power the pp off before they try to connect to the second ins. Caller did attempt this on the call and stated that they were able to connect and that this troubleshooting did resolve the issue.